Event description:
It was reported that the target lesion was a cto with mild tortuosity, but no calcification at the proximal to mid lad. It was an ami case. After predilatation was performed with another co's dilatation catheter, the stent was delivered to the lesion. When the stent delivery system was inflated to 12 atm for the first time, the balloon ruptured. A dissection occurred at the distal end of the lesion. Dilatation and stenting were preformed to treat the dissection.